Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 857 mg/dl. It was stated that the events leading to his admission was abdominal pain, nausea, and vomiting. The caller stated that the customer's blood glucose was treated with manual injections. Reviewed the programming and the alarm history and found a couple of low reservoir alarms. It was stated that the customer tried to change the infusion set to solve the issue. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.